Event description:
A customer reported to baxter (B)(4) a cytoluer in which particulate matter was found. According to the report, there was particulate matter that "looked like a spider leg" within the packaging. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection revealed that a particle which seems to be a piece of carton was inside the pouch hence reported problem was confirmed. Functional tests were not required to investigate the reported non-conformance. The root cause was not determined; however, all operators were gathered and made aware of this occurrence reinforcing the importance of good manufacturing practices. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.